Event description:
Patient was taken back for a diagnostic laparoscopic procedure for endometriosis lesions. Two lesions were removed with the monopolar scissors and laparoscopic grasper. The lesion was removed and upon moving further away from the site with the camera, it was identified that the monopolar scissor had burned the fundal serosa of the uterus in 2 locations as well as the left fallopian tube superficially. This was done at the connection of the monopolar scissors to the laparoscopic instrument and a fault in the insulation of this connection. The scissor tips and the laparoscopic instrument were immediately switched out for a new set and were working appropriately.

Manufacturer narrative:
At this time, microline surgical is awaiting information from the hospital to see if the affected device can be returned so an investigation can be completed. Once the results of the investigation are available, a final adverse event report will be submitted.

Event description:
Patient was taken back for a diagnostic laparoscopic procedure for endometriosis lesions. Two lesions were removed with the monopolar scissors and laparoscopic grasper. The lesion was removed and upon moving further away from the site with the camera, it was identified that the monopolar scissor had burned the fundal serosa of the uterus in 2 locations as well as the left fallopian tube superficially. This was done at the connection of the monopolar scissors to the laparoscopic instrument and a fault in the insulation of this connection. The scissor tips and the laparoscopic instrument were immediately switched out for a new set and were working appropriately.

Manufacturer narrative:
Despite requests from microline surgical, the affected device was not returned, so an investigation could not be conducted. Since the associated product was not returned to msi for investigation within 30+ days, this complaint was closed per (B)(4).